Event description:
It was reported by the patient that they felt a "twitch" on the left side. It was also reported that the "twitch" was due to diaphragmatic stimulation. The rates were adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.